Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed "mid:09" (air trap assembly) error message upon power up. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed mid:09 (air trap assembly) error message" was confirmed during functional testing and archive data review. The root cause of the mid:09 error was due to an air trap sensor block failure, likely attributed to a defective component. During visual inspection of the thermogard console, no physical damage was observed. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error message around the complaint date; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to mid: 09, confirming the reported complaint. The air trap sensor block with board was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).